Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting the o-ring and cleaning the pneumatic tap area. The customer successfully completed the cartridge loading process and resumed insulin delivery.